Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.

Event description:
It was reported that patient underwent primary total hip arthroplasty in 2002. Patient experienced post-operative pain and revision surgery to replace acetabular components was performed in 2006.